Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "baker iii". Healthcare professional reported left side capsular contracture baker grade iii/IV and rupture. Healthcare professional also reported "broken silicone implant, baker iii contracture" of non-allergan device. Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii" and "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code f2203 - imaging required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.